Manufacturer narrative:
The involved erc was manufactured in 2016. According to the analysis of the complaints database other similar events have been reported on the device affected by its installation and no components have ever been replaced following a detailed investigation at the manufacturing site. The most probable root cause was the wearing of electro-mechanical device that can be originated by the specific use condition at customer site and may have contributed to the event. There is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 erc (electrical remote-controlled) tubing clamp / 620mm gave an error code associated to positional errors of the clamping jaw during procedure. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(4), new york. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Erc (electrical remote-controlled) tubing clamp was replaced with a new one. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.